Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Device manufacture date is unknown. The device serial or lot number is unknown. Concomitant medical devices and therapy dates, base station device, (B)(6) 2022.

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, the clinician had experienced too much varus on the tibia cut. It was reported that the knee was well balanced and there was no negative impact to the patient or their outcome. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: device log files were reviewed for this event and it was determined that the extension gaps increased by 1mm in both the medial and lateral compartments compared to the planned extension gaps. However, since the check resection tool was not used, the log analysis was only unable to determine the amount of varus the user reported. No array motion was detected after the user acquired the patient's anatomy. Therefore, the reported condition could not be confirmed. No defects or issues were found in the system or software. The assignable root cause could not be determined.